Event description:
Patient revised for instability, polyethylene wear noted on insert.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported instability and polyethylene wear without the products to examine; however, polyethylene wear after approximately eighteen years implantation should not be unexpected. The initial reporting indicated the products were not suspected of failing to meet specifications or of contributing to the event. Based on the investigation findings, the need for corrective action is not indicated. In addition, the products are discontinued items. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.